Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the pump was dropped before the alarm 19 was declared. Customer's blood glucose level was 105 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.